Event description:
The patient underwent a thrombectomy procedure to treat a bilateral stroke in the left and right internal carotid artery (ica) using a penumbra system red 72 reperfusion catheter (red72) and a neuron max 6f 088 long sheath (neuron max). While retracting the red72 out of the neuron max after successful completion of the procedure, the physician fractured the red72 into two segments, with the distal segment of the red72 remaining within the neuron max. The physician then removed the neuron max containing the distal segment of the red72. Afterwards, the physician removed the distal segment of the red72 from the neuron max on the back table. The procedure ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. H3 other text: placeholder.

Manufacturer narrative:
Evaluation of the returned red72 confirmed a fracture on the distal shaft. Further evaluation revealed stretching near the fracture and on the distal end of the catheter. The stretching indicates that the device was likely retracted against resistance during use. If the device is retracted against resistance, damage such as a fracture may occur. It was reported that a guidewire was not used. This may have contributed to the device becoming damaged on the distal end, which may have contributed to resistance during retraction. Based on the reported complaint, the root cause of resistance could not be determined. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.